Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Associated medwatch for the original procedure of this complaint is 1221934-2015-10064. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
During the knee procedure the tip of the electrode detached in the joint but it was not noticed by the surgeon immediately. The electrode tip had to be removed during a second procedure under x-ray control.

Manufacturer narrative:
The complaint device was not received and is therefore unavailable for physical evaluation. The reported condition cannot be confirmed at this point. We will continue to remain receptive to additional information and update our records to reflect new findings. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:( (B)(4). Depuy synthes has been informed that the lot number is not available. Device is not available for evaluation.